Event description:
A 7 mm diameter x 30 mm length bridge assurant iliac stent was implanted into a patient for the treatment of a right iliac artery stenosis. Pre-dilation was performed with a 6 mm balloon. The vessel was moderately tortuous with moderate calcification. There were no reported abnormalities reported during the device preparation. It was reported that the stent was correctly placed and deployed, however the balloon lost pressure after being inflated for 25 seconds at 10 atms. The device was removed from the patient and it was noted that the balloon had a longitudinal balloon burst. The physician inidcated that the patient's calcifcation may have contributed to the balloon burst. The device was discarded by the user facility.